Event description:
The reporter stated that the dermatome took an uneven skin graft; an area was skipped and the graft was of poor quality. The surgeon had to take an additional graft from the pt. Integra has requested additional clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.